Event description:
The customer reported that following a cardiac catheterization procedure in 2001, a vasoseal vhd was deployed. Following deployment, the patient complained of pain, and drainage was noted at the puncture site. A tissue sample was taken and sent to the lab for analysis. The pathology report diagnosis stated "fibroadipose tissue with inflammation and fibrosis consistent with reactive process." It was noted that the findings may be indicative of an allergic component to the reactive process. No further complications were reported.